Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (connector damaged) was confirmed. Upon investigation the monitor's electrode belt connector was physically damaged. The monitor failed an incoming pulse test, delivering a 38.2j pulse and then resetting during the test. The cause for the pulse test failure was a defective t2 transformer. The root cause for the damaged connector was physical abuse. The root cause for the defective t2 transformer could not be positively identified. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (connector damaged) has been confirmed. Upon investigation the trunk cable connector was cracked and the electrode belt failed a therapy electrode recognition test. The cause for the test failure was isolated to an open pulse wire in the trunk cable. The root cause for the damaged trunk cable connector and open wire was excessive force. No adverse event resulted from the defective monitor and electrode belt.

Event description:
A us distributor reported that a patient's electrode belt and monitor were stuck together and could not be disconnected.